Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -4.5/+6.0/006 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2016. The lens was reported as having rotated and was repositioned on (B)(6) 2017. At a post-op visit on (B)(6) 2017, the lens had rotated and was repositioned again. The lens was not stable and to date, remains implanted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of -4.5/6.0/006 sphere/ cylinder/ axis in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having rotated and was repositioned on (B)(6) 2017. At a post-op visit on (B)(6) 2017, it was reported that the lens was not stable and "rotated again but less". The lens remains implanted in the patient's eye. (B)(4)